Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported experiencing issues when delivering antibiotics while using a non-bd secondary set and a primary bd set. The secondary infusion will have drug left in the bag, and the primary fluid will start to infuse before the secondary infusion is complete. The primary infusion will backup into the secondary infusion. This has been happening over the last six months. There is no report of patient harm.